Manufacturer narrative:
Concomitant medical product: 8120, pca tubing; therapy date: (B)(6) 2016. The customer¿s report of error code 800.8000.0 was confirmed. Review of the pcu error log recorded 10 instances of malfunction code 800.8000.0 on (B)(6) 2016 at 8:56 pm. The pcu event log showed that the pcu, pump module and pca module were powered on at 5:43 pm on (B)(6) 2016. The pump module was programmed for a basic infusion at 125ml/hour with a vtbi of 400ml. At 5:44 pm prior to the start of the infusion the log recorded a ¿flo stop open¿ alarm followed immediately by the start button (soft key 14) being pressed. At 5:44 pm the pca module was selected and programmed for hydromorphone pca only with a dose of 0.2mg. No pca doses were requested or delivered. At 8:56 pm the pump module infusion completed and transitioned to kvo and the pcu error log recorded a system malfunction error code 800.8000.0. The event logs did not show the pcu being powered off or the attached devices being channeled off. The next logged event was the pcu being ¿powered on¿, on (B)(6) 2016 at 10:22 am. Physical inspection noted the device to be in good condition. Functional testing was performed and the error code 800.8000 was replicated. During an 800.8000 error condition any infusions in progress continue uninterrupted but infusion parameters cannot be edited because while the system is in the error safe state, the keys are disabled, and ¿communication error¿ scrolls across each pump module's display. The root cause of error code 800.8000 was determined to be the result of a software timing issue, when using two hands to operate the pcu and module, simultaneously clearing the pump module alarm while starting the infusion. Generating a flo stop open alarm then closing the door and rapidly starting an infusion can result in the infusion starting, however after the device's state change, such as transitioning to kvo, an 800.8000 system error occurs.

Event description:
The customer emailed a device error log with a request for a review to evaluate error code 800.8000.0. Virtually no other information was provided.